Event description:
Customer reported clinician started case with 11.75 lpm of o2 and then increased it to 15 lpm. At this point, the manual bag was noted to collapse. Clinician reportedly engaged the o2 flush and held continuously. Pressure in the manual bag reportedly did not increase. The clinician reportedly tried to determine the source of a leak but could not find. The pt was reportedly moved to another anesthesia machine. There was no reported patient injury. At some point later, after reexamining the initial anesthesia machine, it was noted that the flow sensor module was not fully engaged. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.